Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins sometimes works and sometimes does not work. The patient also sometimes senses shocks. The mdt data showed recharging of the device goes very well, there were no loss of stimulation events, no power on reset (por) occurred, and also no over discharge occurred. The therapy was turned off manually once on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative reporting that the patient¿s next step to resolving the event was meeting with the nurses the first week in september. The device was still working and implanted.